Event description:
It was reported that pump usb port was broken and prevented connection, and distributor later confirmed that damaged port stopped pump from connecting even when several different cables were tried. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned for evaluation, and distributor coordinated replacement with new pump assigned while awaiting device return.